Event description:
The patient underwent a pocket revision due to pain at the pocket site. After the revision, the patient is reportedly doing well.

Manufacturer narrative:
Device remains in patient. This is a final report.